Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and noise. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. The reported events of failure to capture and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a follow-up in-clinic, it was noted that loss of capture and noise were observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The lv lead was explanted and replaced to resolve event. The patient was stable.